Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated glucose levels during their first 24 hours of using the device. The patient stated that while they typically experienced a morning spike, their glucose levels usually decreased afterward, but on this occasion the readings continued to rise. The patient reported no alerts, no issues with the infusion site or supplies, and no concerns related to scar tissue. The patient was using an infusion set, and glucose readings reached 360 mg/dl on a continuous glucose monitor and 450 mg/dl when checked with a glucometer. During the event, the patient confirmed that their glucose levels were affected, reaching a high of 450 mg/dl and remaining outside the target range for approximately three hours. No backup therapy, ketone testing, medical intervention, or additional assistance was used. The patient reported experiencing dizziness. Follow-up indicated that glucose levels began to decline, decreasing to 265 mg/dl and later returning to a better range at 162 mg/dl. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.